Manufacturer narrative:
G2: country united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that healthcare professional (hcp) saw a patient in clinic today who was recently stuck in traffic near a cluster of tesla superchargers that were all in use. Patient reports being approximately 3-5 metres from the chargers as they were by the roadside. The patient reports a change to their stimulation while near the chargers that was painful and required them  to switch off the device. The patient also is due to have their work car replaced by an ev soon and is understandably now concerned about the implications of charging this.